Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 285 mg/dl. The customer was having a symptoms of dizziness, anxiety, frequent urination. The customer was admitted to the hospital. The doctor gave the patient fluids, did blood test, urine test and referred him back to his doctor. The troubleshooting was performed, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to performed high pressure test to finish the troubleshooting.